Event description:
(B)(4). The dealer stated that after shorten the extension range on the front riggings of the calf pad for the lnx power center mount front riggings, the calf pad would no longer fit because it was too tall. The dealer also stated that there was a sharp edge near the back of both footplates, and the consumers' ankles were superficially cut. However, she did not need / seek medical attention.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model fdx-mcg, serial number/date code (B)(4) is approximately 7 month old. The owner's manual part number 1163181 rev. D (feb-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers a (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device and the maintenance history of the device are unknown. The malfunction has not been confirmed.